Event description:
It was reported occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high"; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The customer performed a supply change to clear the alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.